Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2017 a carbomedics annuloflex af-828 (sn (B)(4)) was implanted. The manufacturer received a second notification stating another carbomedics annuloflex af-828 (sn (B)(4)) was implanted during the same day. There was no indication which device was used. No further information received.